Event description:
Attorney's report of a patient who underwent a ventral hernia repair in 2005. Over the next two months, the patient developed abdominal pain, nausea, and vomiting. Complainant reported that at the time of the first surgery the patient was in poor health with unspecified preexisting problems and while a second surgery represented a substantial risk, the surgeon determined that a second surgery needed to be attempted. It was reported that the patient was in such a weakened state that she was unable to survive the second surgery and died a little over a month later. During the second procedure, it was reported that the mesh had not maintained its planar configuration.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or medical records received. No DHR review can be done given no catalog or lot number was reported. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge. See scanned pages.